Event description:
It was reported that during a surgical procedure, the drill became unlocked in the snaplock three times during the case. The customer used a sterile-strip to keep the drill and the handpiece together during the case. The case was completed. No patient injuries reported beyond this event.

Manufacturer narrative:
H10: h3, h6: the navio handpiece, used in treatment, was return for evaluation. The device became unlocked three times in speed control, during a procedure. A steri-strip was used to keep the drill and the handpiece together to complete the case. A device history record review found no conditions which could contribute to the reported event and the device met all specifications during release for distribution. A complaint history review found similar reports and this issue will continue to be monitored. The navio surgical system for unicondylar knee replacement and patellofemoral arthroplasty user's manual released at the time of the complaints did not provide information regarding the drill easily unsnapping from the handpiece. This failure is captured in the navio risk profile. The navio handpiece was returned for further evaluation and the initial visual/functional investigation confirmed the reported claim. The drill is very easily unsnapped from the handpiece. The snap lock was measured and was found to be out of conformance. The root cause of this issue was found to be due to insufficient specifications.